Event description:
The customer reported that following a standard nerve ablation procedure for pain, the patient's right side has motor and sensory loss below the knee. The left side ablation procedure was performed with no issues. The patient was being seen by a neurologist and rehab specialist. The customer reported they do not believe there are any issues with the generator but want to get it checked out and also do not believe covidien ablation accessories were in use.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.